Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, opening curved on posterior and weight to the spec. A visual and microscopic analysis was performed which identified: opening crease sharp on posterior, stress marks and wear abrasion. Based on the device analysis the final assessment is: an opening crease sharp on posterior side assessed as fold flaw opening. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Physician reported right side textured to smooth implant replacement and capsular contracture baker grade unknown. Device has been explanted.